Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and a pump bolus was delivered to address the bg level. The customer had not corrected for food that was consumed and was reported to be the cause of the high bg. Due to over-correcting with the bolus, the bg dropped to 47 mg/dl. Food and soda were consumed to address the low bg. The customer also used a low basal profile setting. An hour later, the bg level was 98 mg/dl.